Event description:
When doing a facial treatment with the nu skin galvanic spa system ii, I got several blood - red pimples on my face, which do not disappear. I may need medical treatment/intervention to remove them. Dates of use: (B) (6) 2009 -- (B) (6) 2010.